Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cap con IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation revision with an unknown mentor silicone breast implant experienced bilateral capsular contracture grade IV post procedure. As a result, patient underwent bilateral replacements as follow: l/ cat #: 3504004bc, sn #: (B)(4), r/ cat#: 3504004bc, sn #: (B)(4) on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the patient also underwent bilateral total capsulectomies. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Two devices were received without indicating the affected side. If further information becomes available, the updates will be provided in a supplemental report. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on april 26 , 2022: during visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 400cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 7706982 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).